Event description:
Information was received indicating that the patient was inappropriately shocked due to noise on the lead. At a follow-up visit the following day, the physician decided to monitor the lead because emi cannot be ruled out at this time. Programming changes to the parameters were made to help prevent any further issues. All records indicate this device remains actively implanted.